Event description:
Description of event according to the initial reporter: this patient had undergone placement of a cook celect filter 24 weeks prior to presentation for filter retrieval. Preprocedure CT showed the right hook of the ivc filter to be protruding into the right renal artery. Cavagram showed an angulated filter with an embedded hook and therefore bronchial forceps were used. After technically successful filter retrieval, the patient developed hypotension and right sided flank pain. CT showed a right sided retroperitoneal hemorrhage and an infarcted right kidney. Angiogram was done demonstrating a fistula between the right renal artery and ivc and the renal artery was embolized with a 12mm amplatzer vascular plug. In this case, with pre-procedure CT evidence of the hook penetrating into the renal artery, obtaining arterial access could have been done to allow imaging and potential treatment of any renal arterial disruption during retrieval." Patient outcome: according to the initial reporter, the patient did experience adverse effects due to this occurrence. The patient did require additional procedures due to this occurrence.